Event description:
Boston scientific crm received information that this left ventricular (lv) lead was implanted and immediately after closing the pocket, the lead dislodged. The pocket was re-opened and the lead was not able to be repositioned. Other than the procedure, no adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the complete lead was returned. Dried body fluid was noted in the entire lead lumen. A cut in the insulation at 460 mm from the terminal pin was observed. The lead dislodgement could not be confirmed via analysis results.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.